Event description:
The customer was hospitalized with low bgs. Troubleshooting revealed the customer primed a new infusion set without disconnecting from the site. Explained the importance of disconnecting and advised to monitor bgs closely.